Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Customer has decided to discard the product as they no longer need it. Customer has indicated that the product will not be returned to zimmer biomet and will be discarded. Once the investigation is complete, a follow-up MDR will be submitted. Device discarded.

Event description:
Air dermatome had skipped during use. There was no patient harm and there was a 10 minute delay reported. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2018, it was reported that the device skipped. The customer did not return an air dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated air dermatome serial number (B)(4) four times as documented in the repair reports in livelink. The last repair was may 16, 2013 where it was reported that the pin in the toggle lever fell out and the ball detent, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly, o-ring, damaged head, and neck were replaced. This is not a related issue. Product review of the air dermatome was not performed as the device was not returned to be repaired and will be removed from inventory by the customer. The air dermatome was not returned to be repaired and will be removed from inventory by the customer. The reported event was non-verifiable since during the product review it was revealed that the device was not returned to be repaired and will be removed from inventory by the customer. The root cause of the reported event could not be specifically determined with the information that was provided. It was noted that the device was not returned to be repaired and will be removed from inventory by the customer. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information is available.